Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00651. It was reported that the patient lost therapy due to the ipgs being inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 07 february 2024 wherein the ipgs were explanted and replaced to address the issue. Reportedly, therapy was restored post op.